Manufacturer narrative:
(B)(4).

Event description:
Foreign study coordinator contacted dexcom on (B)(6) 2016 on trial patient's behalf to report that on (B)(6) 2016, the patient's receiver displayed error 67. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).